Event description:
(B)(6) states (B)(6) called she believes she is from a facility and wanted someone to come out and look at the lift. (B)(6) states (B)(6) alleged that the lift dropped the patient to the floor. (B)(6) states that (B)(6) alleges that the emergency stop did not work. This is all the dealer has at this time. The order (B)(6) referenced was (B)(6), she is with (B)(6) which is independent today.